Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8840, serial#: unknown, product type: programmer, physician. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient receiving intrathecal baclofen 500.0 mcg/ml at 550.46 mcg/day via an implantable pump. It was noted that the concentration was previously 2000 mcg/ml, but ¿they had a problem [with that particular concentration]¿ and decided to lower the concentration in order to increase the feed rate. In 2003, the patient experienced a severe head injury, ¿trapanus¿ of the skull. The patient experienced deterioration in their condition since 2004 with increased spasticity in the muscles of the trunk. In (B)(6) 2009, spasticity in the extremities increased. Progressive juvenile generalized dystonia with impaired walking and lower spastic paraparesis was observed. The patient implanted with a previous pump [from a different device manufacturer] for chronic intrathecal administration of subcutaneously to the left mesogastric region. It was reported that interrogation revealed that a motor stall and tube set occurred. It was also reported that on the morning of (B)(6) 2020, the pump did not connect to the n¿vision programmer anymore. It was noted that the patient¿s last refill was last week (from (B)(6) 2020). When the pump was interrogated again, the error disappeared. The hcp found that the motor was working on (B)(6) 2020 after the manufacturer representative advised them to examine the position of the rotating rollers. The hcp confirmed the rollers were spinning. The manufacturer representative visited the clinic on the morning of (B)(6) 2020 and interrogated the pump; the programmer no longer showed an error. The patient was feeling well, and their dosage was reduced to 500 mcg/day. The clinic intended to wait for the date of the next refill and remove the pump. In the clinic¿s opinion, this was a product defect. It was noted that a 1.5t MRI was performed on (B)(6) 2020; the clinician did not confirm that they stopped the pump. The manufacturer representative visited the clinic on 2020-feb-14 and obtained logs showing that the dose had been further reduced to 400.13 mcg/day. Logs showed: motor stall occurred on (B)(6) 2020 at 12:04 motor stall recovery occurred on (B)(6) 2020 at 12:55 motor stall occurred on (B)(6) 2020 at 16:46 tube set occurred on (B)(6) 2020 at 16:46 motor stall recovery occurred on (B)(6) 2020 at 17:51 it was further reported that the patient did not have an MRI on the day of the motor stall and did not experience withdrawal symptoms or underdose symptoms between (B)(6) 2020 and (B)(6) 2020. The patient had an MRI two days before the motor stall message. The hcp did not have additional information regarding the pump disposition as the pump was removed at a different clinic and had not been returned to the device manufacturer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was stated the pump was not explanted, and everything was good with the patient's pump.